Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) incisional hernia procedure, the mega needle driver instrument was noted to have a broken cable. The procedure was completed with no patient harm, adverse outcome, or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was visually inspected and functionally checked before use, with no abnormalities. It functioned until intraoperative failure. A suture was placed with the instrument when the issue occurred. There was no collision with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. The presence of protruding cables from the distal end of the instrument required expert examination.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
Refer to h11 for follow-up information.